Manufacturer narrative:
The information provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported.

Event description:
A customer observed a false positive troponin result on one patient sample. The patient was admitted to the hospital. A non-ocd assay gave negative results on samples from the same patient. Elevated results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.